Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/16/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and showed that the product was cut in pieces. The condition of the returned lens was most likely a result of the lens removal/explant process. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was implanted on (B)(6) 2016, into the left eye of a (B)(6) female patient. The lens was explanted on (B)(6) 2016, due to residual refractive error and replaced with another amo lens, different model and diopter. No complications, no injuries, no incision enlargement and no additional procedures were required. Reportedly the patient has recovered. No further information was provided.